Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the coating on the connecting tube was peeling but the cause could not be specified. The event can be prevented by following the instructions for use (IFU) which state: "warning ·do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
It was reported by an olympus field service engineer (on behalf of the customer) that during routine inspection, an evis eus ultrasound bronchofibervideoscope was checked by the technician and found six black dots in the image. There was no patient harm associated with this event. Upon evaluation of the returned device, it was observed that the connecting tube had coating peeling (1mmsq or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the inspection at repair center, it was determined that the connecting tube had coating peeling (1mm2 or more). Additionally, inspection of the returned device revealed adhesive on bending section cover was detached, image guide fiber (ig) bundle had significant breakages and the distal end had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.